Event description:
It was reported that (1) 355sd was used during a lap chole procedure. It was reported by the rep that the safety shield would not retract nor recover the blade. Another trocar was used without a problem to complete the case. There was no consequence to pt.